Event description:
Caller reported a malfunction on the pump displaying malfunction code 12. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, after which the issue did not recur.